Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate. Year valid. See regulatory report #3007566237-2018-02169 for other implantable neurostimulator involved in this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for the treatment of movement disorders. It was reported historical impedances on the right side from 2016 were: 84, 849, 1121, 846, 906, 1202, and 937. Historical impedances on the left side from 2016 were: 111, 1121, 1765, 1138, 1205, 914, 1265, 1072. No complications were reported or anticipated.